Manufacturer narrative:
Submit date: 02/27/2017. An investigation is currently underway; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the unit has a damaged cable. On (B)(6) 2017 service notes state that the unit had a damaged power cable and copper wire was exposed.

Manufacturer narrative:
The scd express was evaluated, the unit had a damaged power cable and copper wire was exposed. The cause of the reported condition for the damaged power cord was due to customer misuse, it is commonly noted the for cord to be damaged in the hospital setting from being impacted, dragged or pinched. The power cord was replaced as part of the repair. The device was retested and returned to the customer . The unit passed all testing after repairs were completed. A review of the device history record shows this device was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the unit has a damaged cable. On (B)(6) 2017 service notes state that the unit had a damaged power cable and copper wire was exposed.